Manufacturer narrative:
The root cause of the failure is attributed to the lumen bunching during stylet retraction. The stiffening stylet can stick inside the lumen during retraction if not flushed with saline or if the catheters lumen is bent or coiled. The force applied to the stylet during retraction can easily surpass the column strength of the lumen causing it to bunch up. This bunching stretches the lumen and causes the stylet to rub against the lumen. This interaction can lead to a hole developing in the lumen. It is recommended that the lumen is flushed and allowed to remain as straight as possible before retracting the stiffening stylet. If bunching occurs, release the pressure on the stylet and start again with a slow steady motion.

Event description:
Leaking noted from red lumen at hub with flushing.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.